Event description:
Pt was placed on alaris pca pump in pacu after surgery. Pca pump was set to deliver dose with push of button only. Rn who was caring for the pt noticed after several minutes that she heard the pump beep. When she looked at the pump after the beep, it was noted that pump was scrolling, "delivering dose." Had another rn to evaluate pump. It was noted that the pca had 3 demands and 2 deliveries of dilaudid since the pump had been made active. Per rn, the button had not been pushed in attempts to deliver any doses due to pt's nausea. The pump was immediately stopped and disconnected from pt and placed with defective sticker on it for biomed to evaluate. Pt received 0.3mg of dilaudid IV by pump without any persons pushing the demand button.